Event description:
It was reported that this pacemaker was found to be in storage mode. The device was explanted back in september due to normal battery depletion (nbd). No adverse patient effects were reported. This device has been received for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Review of device memory noted no suspicious fault codes or resets. Review of memory noted the pg state changed to storage mode after it was explanted. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Analysis found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use.

Event description:
It was reported that this pacemaker was found to be in storage mode. The device was explanted back in september due to normal battery depletion (nbd). No adverse patient effects were reported. It is expected to receive this device for analysis.